Manufacturer narrative:
The recipient's infection has reportedly cleared, but the wound has not healed. The recipient will be implanted in the contralateral ear once the wound has healed.

Manufacturer narrative:
(B)(4). The recipient's wound has completely healed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection and device extrusion. On (B)(6) 2016, the recipient was prescribed oral augmentin 2g, tavanic, rifampisin, and decolonization. The recipient underwent a skin flap rotation in early 2017. The recipient's device was explanted.